Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative replaced the battery, the igbt snubber, and the insulators, and performed a high voltage calibration test. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a filament regulator and failure on the lateral image error messages. No patient injury was reported.